Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The returned product did not exhibit the uncontrolled motion event described in the complaint. The instrument was found to have a loose pitch cable at the proximal side in the housing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven and exhibited imprecise motion in the pitch direction and not the reported uncontrolled motion. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported issue. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was uncontrolled movement while rotating the mega suture cut needle driver instrument's articulation. The movement occurred in a different, random direction than intended, with a greater amplitude than expected. Despite being smooth and continuous without tremors or interruptions, the movement responded instantly to the surgeon's command. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega suture cut needle driver instrument involved with the alleged issue to perform failure analysis. The customer provided images of the instrument with no obvious damage. The root cause of the failure mode cannot be confirmed without the returned device.